Event description:
The dealer states that the unit is powering down. The dealer states that they are getting a joystick timeout failure. The dealer is told that the rim control is going bad for the head array. Additional non-reportable complaint for this device; dealer is alleging there is short in the cable. Unit is acting up when hitting any bump or threshold.